Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia, under delivery, of an insulin pen as treatment. The customer's blood glucose level was over 344 mg/dl. The customer used the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for high blood glucose readings and the customer stated that expired infusion sets were used. The customer confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at the time of the high blood glucose event. The customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.